Manufacturer narrative:
Literature citation: sulimov, ds et al. (2013). Stuck rotablator: the nightmare of rotational atherectomy. Eurointervention 9:251-258. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via journal article the rotablator burr stuck in the vessel. The target lesion was located in the severely calcified left circumflex artery (lcx). During the use of a 1.25 mm rotablator burr inside the lesion, the burr got stuck. A "mother and child catheter system" were required for burr removal.

Event description:
This event was determined to be a duplicate report of the previously reported MDR ID: 2134265-2010-02265. Same case as MDR ID # 2134265-2010-08894. It was further reported via journal article that the physician first attempted to advance a 1.5mm rotablator plus burr to the proximal lcx and performed ablation with a pecking motion at 200,000 rpms. However, the physician was unsuccessful in crossing the stenosis. After the exchange to the 1.25mm rotablator plus burr, the rotational speed was increased to 220,000. Angiography revealed occlusion of the lcx due to the stuck burr, the patient developed chest pain, and st segment elevation was observed. Simple manual pullback and on-dynaglide/off-dynaglide rotation of the burr were unsuccessful in burr removal. Then the burr was entirely entrapped and could not rotate anymore. No extravascular bleeding was confirmed via contrast media injection. Taking advantage of the child in mother technique, after several dilations with a 1.25x10mm balloon followed by a 2.5x15mm balloon, a 3.0x28mm liberte bare metal stent was advanced and implanted in the mid lcx with ease. Subsequent ivus showed dissection in the proximal lcx, therefore a 3.0x12mm liberte bare metal stent was implanted. Additionally a 4.0x12mm liberte bare metal stent was implant in the left main. Final angiography showed an optimal result and the patient was free of chest symptom.

Manufacturer narrative:
(B)(4).